Event description:
A report was received that the patient¿s lead had migrated and was putting pressure on the nerve roots which caused thoracic pain. The patient underwent a revision procedure wherein the lead was relocated. The patient was doing well postoperatively.